Manufacturer narrative:
Corrected data: d1 - brand name d4 - model #, catalog # were updated to evproplus-34. The serial number and UDI could not be confirmed and were corrected to be blank as unknown, updated data: h6 - results and conclusion codes conclusion: the medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: the reported device infolding, unplanned interventions, annular rupture and cardiac tamponade were reviewed. Upon review of the information provided, the device infold during deployment, requiring a post-implant balloon aortic valvuloplasty (bav), was assessed as likely related to the valve. Contributing factor to the infold may have been the patient's calcium on the native and the patient was borderline between the 29 mm and 34 mm valve. Upon review of the information provided, the annular rupture leading to cardiac tamponade and unplanned pericardiocentesis, was assessed as likely related to the valve as per the physician the annular rupture likely occurred with the post-implant bav which was needed to mitigate the valve infolding. Upon review of the information provided, the placement of a left coronary artery stent was assessed as likely not related to the valve as the stent was placed as a result of calcium on the leaflets, which was going to tamponade the coronary arteries. It was not placed as a result of th e annular rupture or coronary artery occlusion by the device. Infolding, unplanned interventions, annular rupture and cardiac tamponade are known potential risks associated with the implantation of the valve and the appropriate severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Per the physician, the patient's calcification on their native valve and that the patient was borderline between the 29 mm and 34 mm valve may have contributed to the infold. Bleeding is a known potential adverse effect per the device IFU and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. The issue is commonly resolved through a blood transfusion or provision of packed red blood cells (prbcs). Cardiovascular injuries such as rupture are known potential adverse patient effects per the device IFU. These events can be related to the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Cardiac tamponade is a known effect that can occur after cardiac procedures due to procedural complications. This event does not indicate device misuse or malfunction medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the stent was placed into the left coronary artery as a result of calcium on the leaflets, which was going to tamponade the coronary artery. The stent was not a result of the annular rupture.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was deployed, an infolding was noted. A post balloon aortic valvuloplasty (bav) was performed and the infold resolved. A few hours later, cardiac tamponade was reported. An echocardiogram revealed a ring of bleeding. It was believed there was a rupture. The patient is stable with no hemorrhage. It was reported that during the post bav, a hematoma or rupture occurred. No additional adverse patient effects were reported.

Event description:
Additional information was received that following the implant of the valve, a pericardiocentesis was performed for the cardiac tamponade. It was reported that a stent was placed in the left coronary artery. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the stent was placed in the left coronary artery the same day as the valve implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, the valve was loaded once and confirmed visually, tactilely and under fluoroscopy with no misload. A pre-implant balloon aortic valvuloplasty (bav) was performed. The valve infold was observed during the first deployment. The target implant depth was 3 millimeter (mm) and the final implant depth of 4 millimeter (mm) was reported. Cuspal overlap technique was used and the commissures were aligned. The post implant bav was performed with a 25 mm non-medtronic balloon (bard true) with one inflation. A syringe was used as the inflation device to a pressure of 40 before the volume was removed. The patient's annulus size measured 82.5 mm. Per the physician, the patient's calcification on their native valve and that the patient was borderline between the 29 mm and 34 mm valve may have contributed to the infold. The reported "ring of bleeding" was referencing the native aortic annulus where the cardiac tamponade and bleeding were observed. The physicians thought a rupture of the native annulus may have occurred during the post implant bav but it could not be confirmed. Per the physician, the post-implant bav caused the cardiac tamponade. After the valve implant, 100 cubic centimeters (cc) of blood was loss. The following days after the valve implant, another 100 cc of blood loss was reported and subsequently a stent was placed and the patient was given antiplatelet medication. The patient was reported to be doing well and was discharged home. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 - event description additional codes - additional imf code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.